Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at the scope cover. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the cables are loose on the gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the jet tube with foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the whitish foreign material found inside the jet tube was likely a result of insufficient cleaning. Other findings include: due to a crack on the scope cover, water tightness is lost; the distal end insulation inspection test failed; due to wear of the lock engagement lever, upward/downward angulation control knob cannot be locked securely; the free-engage knob is cracked; due to adhesive peeling on bending section cover, insulation resistance value at distal end does not meet the standard value; due to wear of the angle wire, the bending angle in the up direction does not meet the standard value; the objective lens is chipped; the light guide lens is chipped; the connecting tube buckled; and, the universal cord buckled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.